Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One picture was provided for evaluation. The provided image was visually assessed and showed that the sample was placed inside a white-colored bag, which obstructed clear visualization of the contents. Due to insufficient visual evidence, the reported issue could not be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: details of complaint (reported issue): "frequent air in line alarm, unresolvable by standard measures. Nurse required to flick air from line for multiple 10+ minute sessions. This delayed the patient discharge by over 30 minutes." Impact to patient: delay in treatment, interruptions to clinical care due to time required to resolve alarms, risk for drug reactions / side effects with too rapid of an infusion. Action(s) taken changed out pump (isolate and send to bioengineering department), followed b braun tips to resolve alarms (air-in-line and occlusion), repeated priming to clear air. Medication / fluid paclitaxel IV rate 210 ml/hr alarm events air in line - not visible and unresolved.